Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, while removing a large fibroid uterus, the motor drive unit was shutting down. The surgeon waited and then restarted the device and same event reoccurred. Three disposable hand pieces were attempted, and the case was unable to be completed. The surgeon opines that the motor drive unit was not powerful enough to drive the disposable hand pieces. A different device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the device manufacturing records was conducted and the device met all finished goods release criteria.